Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the malfunction with the output voltages of the supply. The machine had stopped due to a faulty source in the power tray. The fault occurs during planned treatment which was completed by shifting patient to another system. Fse replaced the defective part. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system would not power on. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.